Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blood glucose level of 484 mg/dl. The customer experienced thirst as a symptom of her high blood glucose level. The customer stated her insulin pump shut off and she did not notice. Standard troubleshooting was performed. The customer stated she changed her insulin pump's battery and received a battery out of limit alarm. The customer was advised that this was normal insulin pump behavior. The customer was sent a replacement battery cap. The product is not being returned. Nothing further was reported.